Manufacturer narrative:
Additional device information was requested but the device batch number was could not be obtained from the facility.

Event description:
It was reported the patient's scs lead extension was no longer working and was exhibiting high impedance. The physician decided to replace the extension and stimulation therapy was restored for the patient.